Event description:
It was reported that the patient's ipg was not able to be set to MRI mode. Diagnostic testing performed found high impedances present on the l4 lead only while the l5 lead was providing no stimulation. The patient also reported having experienced multiple falls. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the l4 and l5 drg leads were explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.